Manufacturer narrative:
H6: investigation summary ; there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter was difficult to retract during use. The following information was provided by the initial reporter, translated from french: "circumstances/ description of incident: difficulty in disengaging the catheter from the retractable guide needle clinical consequences: perforation of the catheterised vein".

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter was difficult to retract during use. The following information was provided by the initial reporter, translated from french: "circumstances/ description of incident: difficulty in disengaging the catheter from the retractable guide needle clinical consequences: perforation of the catheterised vein".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.